Event description:
Allegedly, patient was revised due to pain, elevated cocr ion levels, fluid build up/effusion of hip joint; loose cup with no bony ingrowth, bone loss and no fixation - (right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00742.